Event description:
It was reported that the "cuff is not getting fixed to the subcutaneous tissue. Hence catheter had come out."

Manufacturer narrative:
No device sample was returned for evaluation. A review of the manufacturing records was not possible, as the lot number was not provided. Many variables contribute to the encapsulation of a textile. These include factors related to surgical technique, pt hematology, and concurrent drug therapy. We are unable to determine the cause of this event.